Event description:
Account stated the head hi/low was drifting down. No injury reported.

Manufacturer narrative:
Technician replaced head high low "up" and "down" valves also replaced the manual trend valve, but this did not correct the problem. He replaced the hydraulic manifold assembly to repair the bed.